Manufacturer narrative:
(B)(4).

Event description:
It was reported that, after total knee arthroplasty was conducted on (B)(6) 2018, the patient experienced pain on and around the knee. X-rays show loosening of implants and a separation/deterioration between cement and bone. Revision surgery was recommended by surgeon, which is still to be scheduled. Current patient's health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The contribution of the device to the reported event could not be corroborated. The clinical/medical investigation concluded that, smith and nephew has not received the explanted device and/or adequate materials to fully evaluate the complaint. If additional clinically relevant materials are later received, then the case may be re-opened for further evaluation. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal similar events for the listed device. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. The instructions for use documents revealed this failure mode was previously identified. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as abnormal motion over time, bone degeneration, improper fixation, fit/sizing issue, lack of ingrowth, lifetime of device, and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.